Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bubbles were forming in port 11 of an em2400 valve set; further described as air in the tubes. The issue was identified during the compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the compounding process was for parenteral nutrition. H4: the device was manufactured august 31, 2022 - september 2, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which only showed port 5 through port 24 caps removed. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.